Event description:
It was reported that the pt complained of pain. Went back to dr and general surgeon, not sure if spine or hernia. Finally came back to surgeon to check and found cup to be loose. Cup came out very easily with little ingrowth.